Event description:
During a cataract extraction procedure, this unit would shut down. The unit would then be checked and rebooted. Sometimes the unit would then be able to be used. This was an intermittent problem.